Event description:
The customer reported that the cannula was bent.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualifications were reviewed and the product lot met all accepted criteria.